Manufacturer narrative:
Follow-up #1 date of submission 08/31/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. The pump powered on normally. There was no damage found to the battery cap or compartment; the battery cap remained secure to the pump during testing. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported the pump would not hold the date/time after a battery replacement and rebooting. The patient was able to reset the date and time to the correct settings. There was no adverse event associated with this issue.